Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient went to charge the ins and there was a power on reset (por) 0x400 message on the controller. It was reported that the patient had lost stimulation and the ins was discharged. The patient did not know they could bypass the por screen to charge the ins. It was noted that the patient had gone through security gates at a courthouse. The manufacturer representative was able to start charging the ins normally and planned to clear the por once the ins is charged past 25%. No further complications are anticipated.